Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The scope was sent to an independent laboratory for microbial testing. The scope's air/water/balloon, instrument/suction/ balloon elevator wire and distal end were cultured and tested positive for enterobacter hormaechei. The scope was then ethylene oxide (eto) sterilized and returned to the service center for a device evaluation. A visual inspection was performed on the received condition by using an olympus boroscope to inspect the channel. The instrument channel was inspected and noted a brownish stain inside the channel from the biopsy port side. The channel was further inspected and noted tear marks inside the channel from the bending section side. The image was inspected and the image was normal. A cosmo leak test was performed and confirmed the scope did not pass the leak test. The scope was purchased on december 10, 2012 and the last time the scope came in for service was may 6, 2019. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm reported that the most probable cause for the reported event is as follows: there was no problem in reprocessing methods in the facility, therefore, the following factors are presumed. The cleaning was performed correctly, however, due to damage to the device, the cleaning was insufficient. There was a mistake or omission in the cleaning methods for the device immediately before the occurrence of the phenomenon and the cleaning was insufficient. Since bacteria was also detected in the culture test at nelson laboratory, it is possible that there was a hot bed of bacteria in the device. In addition, it is also considered that contamination may have occurred at sampling on the culture test in the facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The collection sample was placed in pbst, phosphate buffered saline with tween. On 10/30/20, the first culture of brushing the distal and elevator in up and down position was done. On 11/2/20, the final result was verified showing light growth enterobacter cloacae complex.. On 11/06/20, the second (repeat/follow up) culture of brushing the distal and elevator in up and down position was done this was also placed pbst, phosphate buffered saline with tween, the same lot number as the first sampling. The result was verified on 11/9/20 showing light growth enterobacter cloacae and light growth citrobacter farmeri. In addition, on 11/06/20, the instrument channel flush brush sampling showed moderate growth enterobacter cloacae and moderate growth citrobacter farmeri .the customer believes the bacteria was probably present in the instrument channel during the first culture,10/30, but was mistakenly reported on the sterile water control.

Manufacturer narrative:
The device was returned and is pending evaluation. An investigation is ongoing to obtain additional information regarding the reported event. In addition, as part of our investigation, an olympus endoscopy support specialist was dispatched to observe the user facility¿s reprocessing practices and provide training if necessary. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the scope was noted to be leaking from the air/water channel. The scope was cultured and tested positive for an unknown organism. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information regarding the ess visit. Please see the updates. On (B)(6) 2020 an olympus endoscopy support specialist (ess) was dispatched the user facility to observed the facility¿s reprocessing methods and provide training if necessary. The ess performed an in-service for the leak testing, manual cleaning, and storage for the endoscope with the facility¿s reprocessing technician and no reprocessing deviations were noted.